Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced low r-wave amplitude sensing. Suitable r-wave amplitudes were achieved via re-inserting the icm twice in alternate positions, after which the signal disappeared and the electrogram (egm) exhibited only noise due to oversensing. Episode detection was turned off due to the noise, and it was decided to send the patient home and have them return approximately one week later. The icm remains in use. No patient complications have been reported as a result of this event.